Manufacturer narrative:
Foreign zip code: (B)(4).

Event description:
It was reported that, during surgery, the endoscopic flexible cannulated drill broke while drilling the patient's bone. A back-up device was available to complete the procedure without extended surgical time. It is unknown whether the broken drill was removed from the patient, but there were not patient injuries disclosed.

Manufacturer narrative:
One (B)(4) 4.5mm flexible cannulated endoscopic drill bit reported on. Product was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Final product met specs upon release to distribution.